Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing difficulty pressing the wake button. There was no reported impact to the customer's blood glucose. The customer applied more pressure to the wake button and continued to use the pump successfully for insulin therapy.